Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the fuses were replaced on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system began to beep. The reported issue occurred after a procedure, while sending images to the electronic picture archiving and communication systems (pacs). The system was transported to storage, plugged in and the viewing station of the imaging system continued to beep. Restarting the system caused the viewing station of the imaging system to not power on. No additional information was provided. There was no patient present when this issue was identified.